Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 650-0337 tprlc cocr 7.5x135mm 12/14 lot#:2368788, catalog#: p0206c28 cocr hd sht nk 28 -3.5mm 12/14 lot#: 00j3150945. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient is claiming device failure after an initial tha. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.